Manufacturer narrative:
One unit was received for evaluation without its original packaging. Under visual inspection, the sample appeared to be in good condition. Functional testing was performed, and an air leak was detected from the pilot balloon, as a tear in the pilot balloon was found. The root cause of the tear was not able to be determined. Device history reviews were performed and there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. There were no other customer complaints against the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient suffered a cuff rupture after insertion. There was no reported patient harm/adverse event.